Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report for the provided user in carelink support application and observed that the issue was not reproducible. To conduct thorough investigation , we generated csv report for the provided user and observed that there was a future time change event appeared in the recent uploaded data. To assist with the resolution, we provided below information: user changed to new pump on (B)(6) during which there was a change in pump date to 2097. Carelink data calendar takes the latest updated date so it shows the future date, user needs to manually change the desired date for report generation. We have an enhancement request to address this issue in one of the future releases. Since there was a time change event, data became ambiguous for current date. So please exclude the dates from (B)(6) and start generating the reports. This is expected system behavior the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is that the user performed a future date change in the pump , carelink application shows the most latest updated date in report generation page. Analysis summary: a future time change was performed on the pump by the user. When selecting the reporting period within carelink personal, the data for the changed dates is not displayed. This behavior is currently expected, and there is an enhancement request # (B)(4) to address this in the future. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed for the event.reported issue resolved, no escalation required no harm requiring medical intervention was reported. No product return is required for mmt-7333.